Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sensing integrity counter. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Continuation of concomitant: 4574 lead implanted: (B)(6) 2009.

Event description:
It was reported that the lead integrity alert (lia) triggered due to the sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt) episodes indicative of noise on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.